Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed one application was performed with balloon catheter afapro28 with lot number: 64015 without any issues present. A clinical issue (cardiac tamponade) was encountered during the procedure. The case was aborted while the patient was under general anesthesia. In conclusion, the reported mapping catheter was not returned for investigation. There is no indication of relation of adverse event to the performance of the cryo device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a cardiac tamponade was observed. The procedure was stopped, and pericardiocentesis was performed. The case was aborted while the patient was under general anesthesia. The patient's hospitalization was extended. Pericardial bleeding stopped, and surgery was not required. The patient is awake and recovering. No further patient complications have been reported as a result of this event.